Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), coaptation gap from 0.8cm - 1.2cm, and a restrictive septal leaflet for a triclip procedure. Visualization was difficult due to imaging quality and shadowing. After orienting the first clip and diving to the right ventricle, several attempts were made to catch both leaflets. Grasping and capturing was difficult due to the coaptation gap and a partly restrictive septal leaflet. During the attempts to position, the clip got caught in chordae tendinea in the anterior/ septal (a/s) mid to commissural position. The clip was not able to be freed despite standard troubleshooting. Even though the clip was entangled in the chordae of the anterior leaflet, the clip was able to rotate and a successful grasp with both leaflets (a/s) was achieved. The clip was released, but opened directly after deploying. The clip was fully closed before deployment and opened to around 70 degrees. Nevertheless, the clip stayed in place with both leaflets inserted. Tr was only slightly reduced as this clip was placed quite commissural in the a/s position. A second triclip was prepped to stabilize the first clip and to further reduce the tr. As it was not possible to do a proper grasp or capture in the a/s position due to the gap and to avoid interaction with the first clip, the position of the second clip was changed to p/s central position. After several grasping attempts, and difficulties in visualization due to shadowing, both leaflets were able to be grasped. The clip was perpendicular to the line of coaptation, insertion was confirmed in all views, and nevertheless there was uncertainty of how much tissue was in the clip. It was decided to release the clip anyway, as it did not seem a better grasp could be achieved. Unfortunately, after release the second clip detached from the septal leaflet, but was stable on the posterior leaflet. The tr was unchanged at grade 5. Per the physician the clip opening while locked and the slda were due to tension on the clips from the large coaptation gap. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping, difficulty capturing, and unintended movement of clip open while locked appear to be due to patient morphology/pathology and the reported entrapment of device (clip got caught in chordae) appears to be due to user technique of positioning the device. The reported unexpected medical interventions were results of case-specific circumstances as the clip was deployed with the chordae being caught and another clip was implanted to attempt to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image was provided. The image was taken post deployment of the second implanted clip (reported for slda); two implanted clips can be visualized and the second tcds is retracted into the tsgc. The first clip (reported for post deployment cowl) was implanted a-s and is the top clip in the image (anterior position). The clip arm angle appears to be ~45° - 50°. While this is an estimation based on visual assessment with the unaided eye and is not confirmed, it is apparent that the observed post deployment arm angle is notably larger than the fully closed position (~10° - 20°) per the instructions for use. No pre-deployment cine of the second clip (incident device) was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). However, the clip presents with a notably large arm angle typically associated with cowl events and aligns with the reported incident details that "the clip was released [deployed], but opened directly after deploying. The clip was fully closed before deployment and opened to around 70 degrees [approximation]." Per the physician, the clip opening while locked (first clip, lot 40312r1048) and the slda (second clip) were due to tension on the clips from the large coaptation gap. There are no other observations based on the image provided.¿